Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a broken input disk #7 detached and completely broken inside the housing. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. No other components near the broken inputs were damaged/other components near the broken inputs were damaged which may indicate potential improper reprocessing. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occur during the case, while the surgeon was trying to clip the vessel, the clip would not close on the vessel. The surgeon did experience some issues with the clip while trying to use it. There was no unexpected motion. The clip has been used 9 times and have 81 more fires left. The issue was resolved by replacing the instrument with another one. Yes, the instrument was returned. There are no pictures or videos for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument did not clip the tissue. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.